Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation- use error: observed opening on the anterior side assessed as surgical damage per rga and observed total delamination of the valve (adhesive failure). As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported "deflation". This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, d6b, h6.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device remains implanted.